Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a battery depletion (bd) code. Engineering analysis of device data confirmed that the battery was depleting prematurely. Technical services recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.